Event description:
It was too tight to insert endcap into the versanail tibial nail during surgery. Time of the surgery was extended 40 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.